Event description:
It was reported that the device was alarming for no apparent reason. There was no reported patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper sensor, due to error 240.4150. Replaced non bd case. Replaced cracked membrane frame. Replaced corrosion bezel. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/25/2006 to the present date 10/24/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was alarming for no apparent reason. There was no reported patient involvement.